Manufacturer narrative:
(B)(4). Additional 510k number: k943604.

Event description:
It was reported that the mount could not be removed form the implant body. The implant was removed and another implant was placed. The mount is bundled with the implant. Tooth location 20.

Manufacturer narrative:
One impl twist mp-1 3.75 mm 1 0 mm (1989) was returned for investigation. Visual inspection of the as returned product identified minimal signs of use about the implant threads, mount, and mount screw. Functional testing was performed for the returned product and it was determined that the implant cannot be disengaged from the mount when the screw was attempted to be backed out. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.